Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to the head dislocating from the stem. The surgeon ensured that there was no tissue interfering.